Event description:
During the procedure, a 4.5 x 20 aviator plus balloon catheter was delivered for pre-dilatation. The balloon ruptured at or below nominal pressure during inflation with an encore, bsj indeflator. The aviator plus was removed easily from the pt intact without any difficulties or pt injury. A smart control stent was placed in the target lesion and post-dilated with another aviator plus. There were no anomalies or kinks noted on the product before removal from its packaging or before being inserted into the pt. The device prepped normally. The balloon catheter did not kink while being used. It was unk if the same indeflator was used successfully with other devices. Access was made from left femoral artery. The target lesion was crossed with the guidewire through the sheath introducer. The target lesion was right superficial femoral artery. The lesion had moderate calcification and vessel tortuosity, with a rate of stenosis of 90%. The procedure was completed without any other problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery the balloon was reported to have ruptured below nominal pressure. The vessel was described as having moderate calcification and vessel tortuosity with a stenosis of 90%. There was no reported pt injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.